Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4).

Event description:
It was reported that customer received a button error alarm. It was reported that buttons were not responding. Insulin pump would need to be replaced.

Manufacturer narrative:
The insulin pump was received with intermittent button response due to corroded keypad traces. No button error alarm noted during our testing. The insulin pump had cracked case at the display window corner, minor scratched lcd window, cracked battery tube threads, cracked belt clip slot at the battery tube threads area and cracked reservoir tube lip.